Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device would not engage the carrier and locked up. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 2:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was april 29, 2016 where it was reported that the device was not ratcheting properly and the roller and ratchet were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on january 4, 2018 revealed that the calibration and test cut could not be taken due to the bent comb. The roller and gear had visual damaged. The 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh but bent the comb when the mesh was ran thru and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) and the 4:1 ratio cutter, serial number (B)(4) both produce a passing sample mesh. The 3:1 ratio cutter, serial number (B)(4) produced an incomplete mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 4, 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, damaged hardware, and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection the service technician found that the comb was bent. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the roller, worn bushings, worn side plates, damaged comb, gears, damaged hardware, and repaired the ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that device would not engage carrier. It seemed to be locked up. The event occurred during pre-op testing and there was no harm reported. During initial inspection, it was discovered that the comb was bent. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The root cause of the reported event was due to bent comb.